Manufacturer narrative:
This MDR report product is for an ous event identified as same/similar during a retrospective review as a result of abbott¿s investigation.

Event description:
It was reported that the patient presented with skin erosion. The pacemaker was explanted as a result. The patient condition was stable post-procedure.